Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. State/prefecture is (B)(6). The device was visually and microscopically inspected. The device passed the functional testing, and had no damage or faults that could lead to the reported failure, the complaint was not duplicated. As such, the probable cause of the reported failure could not be determined by the investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. The implant or explant dates are not applicable to this device. Concomitant medical products: no information available. Device has not been returned to the manufacturer for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a therapeutic coronary procedure the manufacturer¿s catheter device could not move on another manufacturer¿s guidewire. The guidewire got tangled and the catheter got stuck. The catheter was removed with the guidewire. No damage was observed on the catheter. This adverse event is being submitted because another manufacturer¿s device malfunctioned requiring the manufacturer¿s device to be removed together, as a system. There is a potential for harm if the malfunction were to recur.